Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The stored egm noted device exhibited post-paced t-wave oversensing on the ventricular channel. The programming changes were made during the device check.